Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2008 to 2014 for contraception as well as insulin since 2006, montelukast (singulair) since 2006, prednisone since 2007, salbutamol (albuterol) since 2007 and simvastatin since 2006. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular periods"). The patient was treated with surgery (bilateral salpingectomy / hysterectomy with removal of essure devices). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain had resolved. At the time of the report, the menstruation irregular, menorrhagia, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet provided.information added: patient¿s date of birth, essure insertion/removal dates updated, concomitant medication, relevant test, bilateral salpingectomy added as removal method, events (abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2008 to 2014 for contraception as well as insulin since 2006, montelukast (singulair) since 2006, prednisone since 2007, salbutamol (albuterol) since 2007 and simvastatin since 2006. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular periods"). The patient was treated with surgery (bilateral salpingectomy / hysterectomy with removal of essure devices). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain had resolved. At the time of the report, the menstruation irregular, menorrhagia, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming chronic pelvic pain." Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: case became medically confirmed, essure indication updated, reporter added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy with removal of essure devices in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and menstruation irregular outcome was unknown. The reporter considered menstruation irregular and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-apr-2017: quality safety evaluation for product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014, and reported adverse events including debilitating pelvic pain. The plaintiff had surgery to remove the essure implant two years and five months after insertion ((B)(6) 2016). Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. In this particular case, alternative explanation was not available for her pelvic pain. Later she underwent hysterectomy with removal of the essure due to the event. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy with removal of essure devices in (B)(6) 2016). At the time of the report, the pelvic pain and menstruation irregular outcome was unknown. The reporter considered menstruation irregular and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014, and reported adverse events including debilitating pelvic pain. The plaintiff had surgery to remove the essure implant two years and five months after insertion ((B)(6) 2016). Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynaecological and non-gynaecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In this particular case, alternative explanation was not available for her pelvic pain. Later she undergone hysterectomy with removal of the essure due to the event. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.